Event description:
The customer reported that the monitor was displaying a speaker malfunction message. The customer stated that there was no sound being emitted by the monitor. No pt harm was reported. In an abundance of caution we will report audio loss even though a visual alarm warning is provided and product labeling states: warning: never pause an audible alarm or decrease the alarm volume if this could compromise pt safety. Do no rely exclusively on the audible alarm system for pt monitoring. The most reliable method of pt monitoring requires correct operation of the monitor and close observation of the pt.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.